Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported being hospitalized for high blood glucose levels. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Customer reported having issues with a bent cannula. Customer was wearing the pump at the time of hospitalization. Nothing further reported.